Event description:
The caller reported that the patient's tracheostomy tube leaked and that she thought the leak was in the pilot balloon. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.